Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 28-nov-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of adverse reaction ('various health problems') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse reaction (seriousness criterion medically significant), memory impairment ("failing memory"), visual impairment ("worrisome decreased vision"), tendonitis ("recurring tendinitis"), feeling cold ("cold feeling (whereas I was often too hot before)") and constipation ("constipation") and was found to have weight increased ("significant weight gain"). At the time of the report, the adverse reaction, memory impairment, visual impairment, tendonitis, weight increased, feeling cold and constipation outcome was unknown. The reporter provided no causality assessment for adverse reaction, constipation, feeling cold, memory impairment, tendonitis, visual impairment and weight increased with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.